Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present in clinic for a follow-up. Visual examination revealed a pocket infection. The patient's pacemaker was removed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.